Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. A foreign material stuck to the subject device. There was no abnormality of the resistance between the snare loop and the plug of the handle. There were no defects on the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The contact condition between the patient and the patient plate was bad. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased due to increasing of contact area between the tissue and the subject device. The amount snare of tissue is too much. A part of the target tissue is in contact with tissue that is not intended for resection. The output level of the electrosurgical unit was set too low. The instruction manual of the device has already warned as follows. Make sure that electricity is supplied to the instrument when making an incision. Incision without electricity may result in hemorrhages or mucous membrane damage. Do not snare tissue with excessive force. This could break the snare loop, which could cause patient injury such as punctures, hemorrhages, or thermal injury to non-target tissue from mechanical resection. Do not activate output when any part of the target tissue (a polyp head, for example) is in contact with tissue that is not intended for resection. This could burn the non-target tissue.

Event description:
During a polypectomy, the subject device was used. In the procedure, the subject device did not activate output, and cut a polyp mechanically. The intended procedure was completed with another device. No additional treatment was reported. There was no patient injury reported.